Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/13/2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceasing to function. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver would not boot up and was unable to performed and tests. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the usb door was broken. Battery was removed and replaced. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.